Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason and was hospitalized. The physician noted that they believe the implantable cardioverter defibrillator (ICD) did not shock the patient. Due to the location of the hospital, the ICD was not interrogated while the patient was admitted. The patient was instructed to follow up with their following physician. At this time, the ICD remains in service and no additional adverse patient effects were reported.